Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Follow up type has been checked for it was inadvertently missed.

Event description:
Additional information received indicate the patient underwent surgical procedure on (B)(6) 2020, wherein the physician explanted and replaced the leads with two new leads. Therapy was restore post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Regulatory manufacturer reference number: 3006705815-2020-00564. It was reported the patient experienced error message MRI was not advised, wherein it was thought that it may be a lead problem. In turn, it was confirmed that high impedance (>3,000 ohms) was found on contacts for only one of the 3186 implanted leads. Surgery may occur to address the issue.